Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As received, the electrode belt was found to have a noisy side-side channel. The cause of the noisy channel was a defective cable. The cable running from ECG b to the distribution node was defective. The root cause of the defective cable cannot be positively identified. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the defective cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient's wife contacted zoll lifecor customer support to report that the patient was receiving constant alarms. The patient's electrode belt was replaced.